Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair pulls to the right and stated the right motor is the cause.